Event description:
It was reported that since implant, patient had been getting headaches, nausea, cold sensation and sweats. Patient was hospitalized. Healthcare provider (hcp) suspected that patient was going through a withdrawal; patient was on high dosage of dilaudid, with an external pump prior to getting the implantable pump. As of (B)(6) 2011, hcp increased the dosage and was allowing a bolus, but it wasn't giving the patient pain relief. Patient was also on intravenous dilaudid. Patient's family was considering hcp options.

Event description:
Additional information provided later noted that the patient had "been worked with since event".

Event description:
The pump was still implanted and the patient was doing well.

Manufacturer narrative:
Catheter model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.